Event description:
Catheter was placed in a distal lesion in the right coronary artery, and inflated to 8 atm 3 times. Catheter was repositioned in the 2nd lesion site in the mid rca and again inflated to 8 atm 3 times. Catheter was subsequently positioned in a proximal lesion in rca and inflated to 6 atm. When negative pressure was applied to the catheter, a leak was noted. The catheter was withdrawn from pt and a 2nd catheter was used to successfully finish the procedure.